Event description:
A surgeon reported that during a cataract procedure, there was a problem with the phaco energy during sculpt mode. He states this caused the patient's own lens to burn "milky". The lens was removed form the right eye, and a new intraocular lens implant (iol) was inserted. The patient has 20/25 uncorrected vision postoperatively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).